Event description:
Customer reported chemotherapy leak from filter. Infusion was started on (B)(6) 2011 at 1300 and sometime in the evening or early morning, the patient noted leaking/seepage from filter of IV set. The infusion was stopped and the tubing removed without incident. No patient or staff harm occurred. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of a leaking filter was confirmed. The set was visually inspected for holes and tears, incomplete bonding engagement in the tubing and damage at the smartsite valve. The damage was found at the filter vent outlet. The set was sent to the supplier for further investigation. The supplier found a hole in the vent membrane and dark spots on both sides of the vent membrane. The cause of the dark spots was not identified. The cause of the leak was identified as a damaged vent membrane. The root cause of the damage was not identified.